Manufacturer narrative:
The tandem t:slim pump user guide indicates that use only single-use disposable cartridges. Failure to do so may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the range of 300mg/dl. Customer mentioned that they had run out of supplies, and due to lack of supplies they had been using/ re-using the same cartridge for 11 days. Customer indicated that they were aware that extended using of cartridges could contribute to elevated bg levels. Customer was addressing elevated bgs by using manual injections for boluses, as prescribed by their healthcare provider. Customer has since ordered new supplies and is awaiting for their arrival.